Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two passport dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two passport dilatation balloon devices were used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both of the balloon burst. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.